Manufacturer narrative:
The initial reported event of fracture/shocks was previously submitted via a remedial action exemption (rae) summary report. The manufacturer has voluntarily discontinued this rae, so supplemental information is being submitted via a 30 day report. Concomitant medical products: 419488 lead implanted: (B)(6) 2007; 407645 lead implanted: (B)(6) 2007. Evaluation summary: the partial lead was returned in segments, analyzed. Analysis indicated that the proximal conductor of the lead developed a fracture due to flexing while in vivo. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient's spouse further reported that the patient "suffers from post-traumatic stress disorder (ptsd)."